Event description:
Cuff atrophied during intubation due to leak at the base of the pilot balloon.

Manufacturer narrative:
Without being able to maintain cuff pressure it would cause a leak in volume and require re-intubation. Complaint confirmed with customer photo. Sent the supplier well lead a request for an investigation of root cause and hey provided their findings which came from a manual error. Risk analysis performed with RMA-20024b indicated a severity rating of 6, less than the threshold to initiate the CAPA process.

Manufacturer narrative:
Without being able to maintain cuff pressure it would cause a leak in volume and require re-intubation.

Event description:
Cuff atrophied during intubation due to leak at the base of the pilot balloon